Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The oxygen sensors were ordered for replacement to resolve the issue.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in loss of auxiliary oxygen. There was no patient involvement.